Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8703w, lot# l49380, implanted: (B)(6) 1998, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that there was a potential granuloma identified on the MRI located at the catheter tip. The patient had pain located in the low back associated with the event. The patient was referred to a neurosurgeon for evaluation. The managing physician disagreed with the radiologist regarding reading of the MRI results. The managing physician believed that the lucency seen was simply the catheter tip. The patient's status at the time of report was "alive-no injury." The radiologist report impression was that there was severe central canal stenosis of l3-l4. Enhancing granulation issue of l4-l5 encircling the left l5 root sleeve. The l4-l5 circumferential disc bulging with more focal bulge/protrusion to the left extending into the origin of the lf-l5 neural foramina. Also enhancing granulation tissue left of l5-s1 encircling the left s1 root sleeve and extending into the left l5-s1 neural foramina. In addition to neural foraminal narrowing particularly on the left at the l5-s1 level with compression of the left l5 dorsal root ganglion. There is minimal interval change since the prior examination. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).